Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it displayed an error message last year. In (B)(6) 2023 it had reached elective replacement indicator (eri). The physician decided to explant and replace the device. No additional adverse patient effects were reported.